Event description:
On (B)(6) 2009, the pt's mother reported that the pt's infusion device was not working. She stated that on (B)(6) 2009, insulin spilled into the cartridge compartment of the infusion device and she dried the device with a paper towel and the pt continued to use it. She did not have the infusion device to troubleshoot at the time of the initial report. The mother called back and stated that the infusion device was functioning properly. She stated that the pt had inserted a "dead" battery into the device and when a new alkaline battery was inserted there were no further issues. She stated that the cartridge compartment was completely dry. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.